Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer was instructed to load a new cartridge but declined to further troubleshoot the issue, therefore no additional information could be obtained. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was "less than 200" mg/dl.